Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Uretex sup urethral support system was reported to be used/implanted during the same procedure. Add'l data from importer report: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received. Associated MDR: 1018233-2012-02056.

Manufacturer narrative:
(B)(4). Add'l data from importer report: date of report - (B)(4) 2012; brand name- pelvitex polypropylene mesh; catalog #486015; (B)(6).